Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests preformed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests preformed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across electrical components. This device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The recipient is reportedly experiencing intermittencies and sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.